Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female]. Excessive abnormal bleeding [genital bleeding]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("excessive abnormal bleeding"). The patient was treated with surgery ( bilateral laparoscopic salpingectomy (with essure device)). Essure was removed on (B)(6) 2023. The reporter considered genital haemorrhage and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): tissues: a. Right fallopian tube. B. Left fallopian tube. Clinical history: bilateral laparoscopic salpingectomy (with essure device) final diagnosis: a. Right fallopian tube with essure device, salpingectomy: - segments of benign fallopian tube, completely transected. - medical hardware compatible with essure device identified. B. Left fallopian tube with essure device, salpingectomy: - segments of benign fallopian tube, completely transected. - medical hardware compatible with essure device identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: medical record received. Surgical pathology report added. Essure removal derails (surgery name) updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("excessive abnormal bleeding"). The patient was treated with surgery (essure removal). The reporter considered genital haemorrhage and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("excessive abnormal bleeding"). The patient was treated with surgery (essure reemoval). The reporter considered genital haemorrhage and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.